Event description:
I have been physically and emotionally very damaged by the palomar starlux intense pulsed light machine, put on a very low setting. I had a few pesky red veins on my cheek and nose. They bothered me a bit, but when my boyfriend pointed them out, I decided I would get them zapped. I researched and researched to make sure I found the top laser doc, as I knew it would be dangerous to let someone under-trained loose on my face with a laser. I found a top dr. He had many positive reviews all over the internet, had been interviewed on tv and in the press as an expert. I made an appointment to see him. He was very reassuring. We did ipl with a palomar starlux machine on a very low setting. Wow! The veins vanished and my skin was so creamy! I loved it! He recommended five sessions in a row, 6 weeks apart. I thought that was a little excessive, so I waited a whole year before I went back for another treat of ipl. I deserved for working so hard! During that period, all the veins returned. My face also became more sensitive than before, and got red a lot. I assumed it was mild rosacea developing. Dr agreed. He zapped me again! Again, I looked fabulous until 6 months later when I kept getting red again. I also noticed what I thought was a very very mild scarring on my cheek, but I believed it couldn't have been the ipl. The dr was an expert and the settings were so low. So off for my third and final ipl session. Dr kindly said "shall we turn the heat up?". I said "ok", after all he was the expert! Again, I left looking truly fabulous as always. "You look gorgeous, you look well, your skin looks brilliant", said all my friends. I looked hot and I knew it! Thank ipl! Fast forward 4 weeks. I noticed some red blotches on my cheek that weren't there before. Also, a small hole presented itself on my right cheek. My skin felt "creepy" and looked "creepy". I was also having severe burning attacks on my face. They hurt. I looked somehow older. I did a bit of research on the net and saw a few posts on facial fat loss from ipl. I got scared and went back to the dr. He was very dismissive. I was imagining it. Fair enough, I thought, maybe I was. As the days passed, my face changed daily. The worst occurred in the 2 to 3 month period. The small hole in my cheek spread, half of my right cheek looked like it had been burnt and sunken. Like it had been scorched. My whole face generally deflated, and shrunk like a grape turning into a raisin. Small scars appeared across my cheeks, like little cuts. The burning continued. My face got red and blotchy. I had more veins than I did before the ipl, plus the old ones came back. I was in pieces. I went back to the dr. Again, he was very dismissive. There was nothing there, it was all in my head. This couldn't possibly have ever happened as he had done hundreds of ipls and never seen it. The settings were so low, and besides, ipl cannot cause facial fat loss as it doesn't penetrate deep enough, he said. The thinning of my face continued for months. Now, I look gaunt, pale, my skin is covered in small scars, is sunken and blotchy. I look so much older. Sometimes I hardly recognize myself in the mirror. I look ill. I have lost my once very beautiful face. I lost my confidence. I became very depressed. I used to love doing myself up and going out. Now I find it hard to look in the mirror. I just want my old face back, but am scared to try and fix it in case I make things worse. I had no idea that this could have ever happened to me. If I had, I would run very far in the opposite direction. It has devastated me emotionally and physically. I became depressed and reclusive and my life has been destroyed. I know of many other women who have experience devastating facial fat loss with ipl, and specifically with palomar starlux. One woman wrote to palomar to tell them what happened and they sent her a letter back threatening her with legal action, when it was them that had totally destroyed her face. Nowhere on the consent form did it say that facial fat loss was a risk. The dr said the settings were very low that no damage could possibly have happened which leads me to believe this is a very dangerous machine that should be taken off the market. Belinda. Dose or amount: low setting - I think 32-. Event abated after use stopped? No. Diagnosis or reason for use: rosacea.